Manufacturer narrative:
Retainer ring = black. Insulin pump passed the displacement test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range due to moisture damage on the electronic assembly (pcba 1). Low battery alert and replace battery alert found in the pump trace download due to moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, peeling keypad overlay, corroded battery tube and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert even after changing batteries. Customer stated that they did not received replace battery alarm or power error detected alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.